Event description:
The user facility reported to have identified a cluster of three patients that tested positive for mycobacterium immunogenum from samples obtained from bronchoscopy procedure. No further detailed information was provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional detailed information regarding the reported phenomena, but no additional information was provided. The device referenced in this report was returned for evaluation, and forwarded to an independent laboratory for microbiological testing prior to olympus performing a physical evaluation of the device. The laboratory testing results indicated positive for bacterial growth from the balloon channel of the device. The sample has been submitted for bacterial identification. A supplemental report will be provided at a later date with the results of testing. Evaluation of the device found evidence of white residue and debris inside of the instrument channel, channel mount, and suction cylinder unit of the device. Unidentified red residue was also found inside of the balloon channel port. The device was received with the bending section cover torn, exposing the bending section cover mesh. The device failed leak testing. Additionally, the video image was found to be foggy and misaligned with a slight stains. There were dents on the ultrasound probe unit. An olympus endoscopy support specialist (ess) visited the user facility and noted some deviations from the recommended reprocessing as described in the device instruction manual. The cause of the reported phenomena cannot be conclusively determined at this time. However, based on the results of the device evaluation, insufficient reprocessing and/or physical damage cannot be ruled out as contributory factors. This report is being submitted as a medical device report in an abundance of caution.